Event description:
The customer reported that the shock button on the paddles doesn't work. This was discovered during servicing, there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the shock button on the paddles doesn't work. This was discovered during servicing; there was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.